Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with a right ventricular (rv) lead and right atrial (ra) lead haven been showing a gradual rise in pacing impedances over the past months. The impedances are still within normal limits for both leads. If nothing changes, it was recommended to continue observation. Additional information was received mentioning that a gradual rise in shock impedances had been observed over the last twelve months from within range to out-of-range values. It was recommended to program 41j for all shocks and initial polarity as the device was programmed with reverse polarity at the time. They also recommended raising shock impedance limit to 150 ohms. The rv and ra leads remain in service. No adverse patient effects were reported.